Event description:
Related manufacturer reference number: 2017865-2025-00163, 2017865-2025-00167, 2017865-2025-00169. It was reported that the patient experienced cardiac arrest and passed away. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) leads were explanted.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing was normal. Visual inspection of the partial lead found no anomalies except for procedural damage.